Manufacturer narrative:
This file represents the reported hernia recurrence associated with the 3dmax mesh (device 1). Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported event. Hernia recurrence is a known inherent risk of hernia repair surgery, and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. As reported, the symptoms of weight loss and fatigue started after the implant of the ventralight st mesh (device 2) and were not reported to have been present following implant of the 3dmax mesh (device 1) over two years prior. However, samples of both the 3dmax and ventralight st mesh have been provided to the patient's allergist for reactivity testing. Should additional information be provided, a supplemental emdr will be submitted, an additional emdr was submitted to represent the ventralight st mesh (device 2). This is an addendum to the initial emdr to document reactivity test results. Even though there was no allegation of reaction made against the 3dmax mesh (device 1), the device was implanted in the patient when the symptoms presented. As such a 3dmax mesh sample was provided along with the ventralight st mesh (device 2) to the patient's allergist for reactivity testing. The testing has been performed and as reported the results were negative for an allergic response to the mesh sample. As this emdr was sent to document the patient's hernia recurrence this information does not change the initial determination, no conclusion can be made. It is unknown at this time, what is causing the patient's postoperative symptoms. However, based on testing performed the postoperative symptoms do not appear to be caused by the bard/davol mesh used to treat the patient. An additional emdr was submitted to document the test results associated to the ventralight st mesh (device 2).

Event description:
It was reported that on (B)(6) 2016 the patient underwent repair of a left inguinal hernia with implant of the bard 3dmax mesh (device 1). Subsequently, the patient had abdominal pain and chronic diarrhea. Upon being evaluated by the physician, the patient was noted to have a bulge in the area of the previous hernia repair. On (B)(6) 2017 the patient underwent an additional surgery to repair the bulge (recurrence). A bard ventralight st mesh (device 2) was placed in the left inguinal space. The 3dmax mesh (device 1) was not removed at this time. Following this repair, the patient has experienced significant weight loss (50lbs) and has had chronic fatigue.

Manufacturer narrative:
This file represents the reported hernia recurrence associated with the 3dmax mesh (device 1). Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported event. Hernia recurrence is a known inherent risk of hernia repair surgery, and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. As reported, the symptoms of weight loss and fatigue started after the implant of the ventralight st mesh (device 2) and were not reported to have been present following implant of the 3dmax mesh (device 1) over two years prior. However, samples of both the 3dmax and ventralight st mesh have been provided to the patient's allergist for reactivity testing. Should additional information be provided, a supplemental emdr will be submitted. An additional emdr was submitted to represent the ventralight st mesh (device 2). Remains implanted.

Event description:
It was reported that on (B)(6) 2016 the patient underwent repair of a left inguinal hernia with implant of the bard 3dmax mesh (device 1). Subsequently, the patient had abdominal pain and chronic diarrhea. Upon being evaluated by the physician, the patient was noted to have a bulge in the area of the previous hernia repair. On (B)(6) 2017 the patient underwent an additional surgery to repair the bulge (recurrence). A bard ventralight st mesh (device 2) was placed in the left inguinal space. The 3dmax mesh (device 1) was not removed at this time. Following this repair, the patient has experienced significant weight loss (50 lbs) and has had chronic fatigue.